Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged a disk broke while removing from centrifuge after noise and rotary seal breach on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported. The device was returned to haemonetics on 08/23/2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was confirmed that the spill bags were not deployed properly.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged a disk broke while removing from centrifuge after noise and rotary seal breach on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.